Manufacturer narrative:
B5: lens was explanted at an unknown date. On (B)(6) 2021, a longer length lens was implanted and problem was resolved. D6b: unk. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -10.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem.